Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was found to power on properly with vibratory and audible alarms. The keypad buttons were found to be unresponsive causing navigation past the verify screen impossible. The keypad was found to be torn.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump beeped and went back to the verification screen and unable to move past the verification screen. The reporter confirmed that the battery cap was secure and no cracks in the pump casing. There was no evidence of moisture/corrosion in the battery compartment. This report is made based on the allegation of the power issue.